Event description:
It was reported that during an implant procedure, the helix of the right ventricular (rv) lead failed to be extended. The physician elected to not use the rv lead and a new lead was implanted. The patient was stable throughout the procedure.